Event description:
The caller alleged discrepant results, when compared with the lab. The following results were reported: 12/15/2005, inratio: 1.9, 12/18/05, intra: 1.8, lab: 5.5, 12/19/05, inratio: 1.8, 12/20/05, inratio: 1.3, lab: 3.1 1/25/06, inratio: 1.3, lab: 3.2. A replacement meter shall be sent to the customer.